Manufacturer narrative:
The initial report of a bowel injury associated to the device was not correct. The actual event involving the device caused a burn to the liver. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. The IFU for this product state the necessary warnings to minimize electrosurgical risks and warn for the potential for capacitative coupling and inadvertent burning to the patient at high voltages by keeping the voltage/power as low as possible to achieve the desired effect. It is possible that the device may have been activated while the sheath was in the forward position covering the l-hook, or another instrument my have come in contact or close enough to cause an arc; however, at this time, no definitive conclusion can be made.

Event description:
Additional information as provided by the (B)(6): the procedure performed was a lap-chole with intraop cholangiogram. The coag was set to 30. The patient experienced a burn to the liver. This was addressed during the case and the patient is reported to be doing well. There was no bowel injury or post-op surgical intervention as was inaccurately reported to davol initially.

Manufacturer narrative:
The subject product was reported to have been discarded after the procedure. A photo of the distal end of the disposable l-hook was provided. The photo depicts what appears to be a melted portion of the plastic sheath on the distal end of what appears to be a disposable l-hook. A manufacturing lot was not provided and a device history review could not be performed. The IFU for this product states the necessary warnings to minimize electrosurgical risks and warn for the potential for capacitative coupling and inadvertent burning to the patient at high voltages by keeping the voltage/power as low as possible to achieve the desired effect. At this time, no definitive conclusion can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Disposed of by user facility.

Event description:
Information as provided by the customer contact: the patient experienced a bowel injury alleged to be due to arching of the electrosurgical probe. It is alleged that this resulted in the need for surgical intervention later to repair the bowel injury. The bowel injury was not identified in the initial procedure at the time of occurrence, however the probe was noted to be damaged during the case, as reported. The patient remained hospitalized but is recovering. The electrical power generator (valley lab model force fxc) unit was tested later and no problem was found. It is reported to be used at low settings and the surgeon is an experienced user.